Event description:
During patient follow up 18 months after implantation, the device involved in this MDR report was interrogated with the latest elaview programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine th ICD's present current drain and the evaluation of its battery voltage since manufacture. If they indicate a potentially unsafe condition. The programmer automatically displays a warning, which suggests replacing the ICD or contacting ela representative. The warning message related to an overconsumption measurement was displayed for the device in question; however, the elaview replacement indicator was not reached.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertantly was not submitted. Therefore, the MDR is being submitted at this time. The analysis of the device is pending.